Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient spent 17 days in the hospital in (B)(6) 2025 and has since been put back on multiple daily injections due to the experience after newly starting pod therapy. The reporter stated the patient is going to receive additional training in person on the use of the omnipod. Multiple attempts have been made to retrieve additional information related to the event reported. The reason for the hospitalization, diagnosis, and treatment was not reported.